Event description:
It was reported the battery was exhausted. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The reported problem was confirmed. The device was operational after defective battery was replaced with a new one. The investigation concludes that no further action is required at this time.